Event description:
It was reported to medtronic minimed that the customer reported a damaged inpen and experienced hyperglycemia with blood glucose value of 357 mg/dl. The customer reported hyperglycemia was treated with manual injection/insulin pen. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. The customer reported screw/plunger was missing. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. Mmt-105nnblna was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality, displacement dose accuracy, leadscrew reset torque test, and leak test due to missing injection foot. Inpen passed front cap investigation. In conclusion: no insulin is dispensed when the injection/dose button is pushed. Unable to verify customer's complaint for leadscrew anomaly due to missing injection foot. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Cosmetic damage was confirmed, found a missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.